Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22-apr-2026, it was reported by a sales representative via (B)(4) that an ar-1600m shoulder distractor system is not locking, moves during use. Noticed during a case with no patient effect.